Event description:
Reporter alleged blood glucose measured 175 mg/dl back to back with a result of 376 mg/dl when testing was performed within a few minutes of each other. No treatment was received or actions taken reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.